Event description:
The distributor reported that a foreign object was identified in the barrel of the syringe included in the kit during their initial inspection of the rec'd product. The device was not sent to a user facility.

Manufacturer narrative:
Device evaluation: one unused suspect device was returned for evaluation. A review of the device history record did not reveal any exception document. The complaint database was reviewed and found no similar device complaints for this lot number. The device was examined visually, particulate larger than the acceptance criteria was found. The complaint is confirmed for this device. The root cause is attributed to the mfg process.